Manufacturer narrative:
This supplemental report is being submitted to provide corrected data and additional information. Please see updated fields: d1, d2, d3, d4, and g1.

Manufacturer narrative:
Corrected data: g4: eua number updated. Investigation report: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 149993 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot 149993, test base part number 195-430h / lot 145024a. The lot met the required release specifications. A review of the complaints reported as false positive and false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 149993 showed that the complaint rate is (B)(4). \abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The consumer reported conflicting results with the binaxnow covid-19 antigen self test. No additional information, including patient treatment and outcome was provided.